Manufacturer narrative:
Analysis of the lead found the distal end was stretched and bent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the electrode tip of the lead was normal before implantation, but when they were trying to remove the stylet the tip of the electrode looked bent using fluoroscopy imaging. The lead was removed and replacement with a new one. The issue was resolved at the time of the report. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.